Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Prior to arrival the on-site bio-medical engineer (bme) had replaced the analyzer's transducer and performed a substrate decontamination procedure. Additional documentation indicated that the bme also may have changed out the substrate pump, aligned the wash wheel and loaded new reaction vessels (rvs). The bec fse discovered that the main pipettor (including the transducer) was misaligned in all directions, the wash arm was misaligned too high, the ultrasonic voltage was too high and the mixer belt was frayed. The fse decided to perform a preventative maintenance to optimize instrument performance and correct any hardware issues which were present. All verification testing passed upon completion of repairs. In conclusion, the cause of the elevated access accutni+3 result was due to a hardware malfunction although the exact component that contributed to this event could not be determined with the information supplied.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient's sample was reanalyzed and a lower access accutni+3 result, within the assay's normal reference range (classified as a "negative" result), was obtained. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient had an unknown change in their treatment. The customer was unable to provide the exact change to treatment. A corrected report was generated after the patient's sample was reanalyzed. System performance indicators such as quality controls (qc) and calibrations were performing within the instrument's and assay's specifications at the time of the event. Several system checks leading up to the event failed on initial analysis. Repeat analysis produced passing system check routines. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube. The sample was then centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) at room temperature. There were no reports of sample integrity issues in conjunction with this event.